Event description:
(B)(4). Fitted 08. Checked 09. One spring missing. Then fitted,with filshie clips also. Been unwell for years blood, pressure autoimmune. Headaches. Threatened stroke. Bloating. Back pain osteoarthritis in both hips. Dizzy spells. Forgetful. Anxiety. Tired all the time. I found out I have essure springs and filshie clips now in situ. And only way to get better is full hysto. I was an active mum of 5 now I'm like an old woman.